Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the foreign material in the nozzle was deformation of the nozzle, which prevented the foreign material from being removed during reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the gastrointestinal videoscope had foreign material in the air/water nozzle. There was no patient involvement.